Manufacturer narrative:
This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2017 from a consumer (age and gender unspecified) reporting on self from united states of america. On an unspecified date, the consumer started using new package of johnson and johnson flos mint waxed, dentally (lot number 2716d, frequency, expiration date and indication unspecified). When the consumer opened the package consumer noticed that the device metal cutter kept falling. While using the device the consumer noticed that the metal cutter flew off and consumer had to find it on floor. The consumer further mentioned that, when the consumer was holding the device the metal cutter would stay in place. The consumer was using the device since years and never had this happened before. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction in the united states of america.

Manufacturer narrative:
The date of this submission is (B)(6) 2017. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2017 from a consumer (age and gender unspecified) reporting on self from united states of america. On an unspecified date, the consumer started using new package of johnson and johnson flos mint waxed, dentally (lot number 2716d, frequency, expiration date and indication unspecified). When the consumer opened the package consumer noticed that the device metal cutter kept falling. While using the device the consumer noticed that the metal cutter flew off and consumer had to find it on floor. The consumer further mentioned that, when the consumer was holding the device the metal cutter would stay in place. The consumer was using the device since years and never had this happened before. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction in the united states of america. Additional information was received on (B)(6) 2017. On (B)(6) 2017 sample of reach dental floss mint waxed 55yd was received used. On (B)(6) 2017, the sample was visually examined according to product specification and test method by appearance. Also, the sample was compared against the visual standard of the product. Lot number 2716d was identified. The sample does not met specifications as the sample was received with insert breakage, however, the cutter was attached in the plastic. A review of complaint data revealed no unfavorable trends for the reported lot number. Device history records were reviewed and no deviations or non-conformances were noted. Visual inspection was performed on the retained samples and all results met specification. Product met specification as documented in the records and retain sample reviewed. In addition, based on the field sample results, there was evidence that a device malfunction occurred. Based on the information available, the device was used for intended treatment. The analysis of product and complaint category trend will be managed through monthly trending process. The complaint investigation was closed with a disposition of undetermined. Complaint trends will continue to be monitored. This report was considered a reportable malfunction in the united states of america.